Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized due to syncope. Based on a 24 hour electrocardiogram, the right ventricular (rv) lead beats were missing. During the follow up, no abnormal value on right atrial (ra) lead was found. However, the rv lead did not have sensing available with normal impedance measurement. Troubleshooting was done to set auto pacing configuration. No noise was noted duirng pocket manipulation. A short follow up was scheduled. Additional information received that no further events occurred since reprogramming. The previous troubleshooting worked fine with little fluctuating thresholds measurement. The patient was discharged from the hospital. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.